Event description:
The customer was hospitalized for high bgs. Troubleshooting was peformed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The family member stated that the customer had may medical problems. The doctor suspected erratic insulin delivery from pump.